Event description:
It was reported that during implant the atrial lead exhibited noise, the physician made sure there was no contact with testing cable and the lead, noise was still observed. Multiple attempts at testing were made with the same results. A new lead was placed successfully. The patient did not experience any adverse consequence. The patient's condition was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.